Manufacturer narrative:
Result of investigation: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of the associated batch manufacturing records confirmed that the lot met all specifications upon release for distribution and there were no deviations or non-conformance's reported for this lot. A complaint history review found an increase in similar reported events originating from ireland, however, the global complaint rate for the rest of world is stable and within expected limits. A risk management review found that the reported failure and associated potential harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. The blades design verification report was reviewed and found the shrink wrap thickness was assessed. The shrink wrap thickness on the current print conforms to the verification testing and it was also noted that each lot of shrink wrap is accompanied with a certificate of conformance from the supplier. Based on our investigation, there is no evidence to suggest a design, material or manufacturing issue. Factors that could have contributed to the failure include the application of excessive force/side-loading the device during use, inadequate irrigation/suction, or contact with another source (e.g. Another instrument/hard metal surface). No containment or corrective actions are recommended at this time.

Manufacturer narrative:
B5 and health effect - impact code were updated. H3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, the incisor curved blade was not functioning and not rotating correctly; the rubber, translucent seal on the blade base maligned. And the head of the inner tube was defective and broken. The inner tube had damaged while in use, however, no pieces/fragments were released from the shaver blade itself. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during an arthroscopy procedure, the incisor curved blade was not functioning and not rotating correctly; the rubber, translucent seal on the blade base maligned. And the head of the inner tube was defective and breaking. The procedure was successfully completed using a back-up device. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).